Manufacturer narrative:
(B)(4)

Event description:
It was reported that rv lead noise was observed during an in-clinic check. The patient reported some weakness and nausea. The lead exhibited normal electrical parameters. On (B)(6) 2016, the lead was capped and replaced. The patient was stable after the procedure.